Manufacturer narrative:
Findings: unit power up. Unable to perform rewind basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to detached end cap. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 220 mg/dl. The customer was treated for high blood glucose with bolus. The customer stated his changed his infusion set around 3 times and changed out his basal rates. Customer has concerns his pump not be working correctly. Customer was advised that we are sending out replacement pump.